Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.

Event description:
It was reported that an unspecified malfunction occurred. The wearable was inserted into the arm on (B)(6)2024. Date of event is an approximation. The patient's parent reported that the pediatric patient experienced diabetic ketoacidosis (dka) after the wearable fell off two days after it was inserted in the arm. The patient uses tandem tslim in hybrid closed loop. On (B)(6)/2024, the patient experienced vomiting at school. The awareness of when the wearable fell off was unknown to the parent. Whether the blood glucose was monitored by fingerstick was unknown to the parent. The school nurse called the parent who transported the patient to the emergency department (ed). The patient was diagnosed with dka, admitted for 2 days, and treated with insulin by unremembered route. The parent were reportedly unable to provide additional information and could not recall any other details. There was no documentation of further medical evaluation or intervention. The patient was in good condition during the report. Data investigation confirmed an unspecified malfunction. A wearable failure was found in connection to the allegation. The probable cause could not be determined. No additional patient or event information is available.